Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The shaft separation was confirmed. The investigation determined the difficulties to be related to circumstances of the procedure. Saline solution was injected into the guiding catheter to remove the portion that was trapped in the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. A 3.5 x 23 mm xience xpedition stent delivery system was being advanced through the guiding catheter when it was noted that there was no control over the distal end of the delivery system. The device was removed when only a portion of the device came out of the anatomy. The hypotube was separated. The separated portion was still trapped in the guiding catheter. Saline solution was injected into the guiding catheter to remove the portion that was trapped in the guiding. A second 3.5 x 28 mm xience was successfully used to complete the procedure. No additional information was provided.